Event description:
The patient was admitted with chest pain and found to have significant coronary artery disease. He underwent a cardiac catheterization and had stent placement of the right coronary artery that was occluded. The patient did well after the procedure, was asymptomatic cardiac-wise but had loss ofpulse in the right lower leg. A duplex ultrasound suggested occlusion near the femoral artery; had a palpable iliac pulse but no doppler flow below and developing some swelling in the right calf. The patient was neurologically intact, however. He was recommended for right lower leg revascularization and possible left-to-right femoral-femoral bypass with compartment fasciotomy. During the vascular surgery the closure device was located in the middle of the artery. There was pulse down to that area but was absent below this. The artery was opened. It was found that there was a plaque along the medial-posterior wall which had been disrupted with the angio-seal device, causing occlusion. There was thrombus in this area. The patient had thedevice removed as well as endarterectomy done in the femoral artery. The patient was discharged to home with home health nursing care.====================== health professional's impression======================unknown. There was no difficulty deploying the angioseal. Pulses were present when the patient left the cath lab and for a period of time after the cath procedure.====================== manufacturer response for angio seal, st. Jude angio seal vip======================rep was notified via phone.